Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. Ther was no harm or injury reported.